Manufacturer narrative:
The aga medical erosion board reviewed and adjudicated this event and determined definite erosion occurred.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records, including a copy of the autopsy report, and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive since the product remains implanted and no additional information was received for review. Should the medical records and imaging become available at a later date, we will reopen the file. This event will be reviewed by aga medical's erosion board. Upon adjudication, the results will be provided in a supplemental report.

Event description:
According to the initial information received, a 26mm amplatzer septal occluder (aso) was successfully implanted on (B)(6) 2011. On (B)(6) 2011 the patient went to his doctor because of acute symptoms and chest pains. Soon after he died. On the base of the autopsy performed on (B)(6) 2011, a suspected erosion of the aorta caused by the aso was observed. Additional information has been requested, including imaging of the implant procedure, medical records and autopsy report, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Event description:
According to the initial information received, on (B)(6), 2011, the procedure was performed under transesophageal echocardiography (tee) and the atrial septal defect measured 22mm. The global size of the aneurysmal atrial septal wall measured 47mm. The defect was measured angiographically using a 34mm amplatzer sizing balloon ii at 23.8mm. A 26mm amplatzer septal occluder (aso) was selected and deployed with a 12f amplatzer torqvue 45° delivery system. The procedure was performed successfully with the aso correctly placed and the discs fully adhered to the right and left atrial walls. Complete defect occlusion was noted. On (B)(6), 2011, the patient went to his doctor due to acute symptoms and chest pains. Soon after he died. Autopsy performed on (B)(6), 2011 revealed suspected erosion of the aorta caused by the aso. This event might have contributed to the sudden death.